Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, probable causes are due to some kind of stress such as damage or deterioration of parts. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing that the bending tube of the uretero-reno videoscope broke off. There were no reports of patient involvement.